Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was no power. It was also reported that there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2: date of submission 03/23/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2017 with the following findings: a review of the black box showed no power issues. Corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump powered on to a blank display. The pump was opened to find moisture damage on the printed circuit board. The moisture damage was found to cause the pump to power on to a blank display. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. No damage was found to the battery cap, and it attached securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2016-correction to serial #.